Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a bipolar cautery wire pulled out of the back end and the chassis feature which caused the failure of energy delivery test. The instrument failed an electrical continuity test on 2 out of 3 attempts. The wire insulation was not damaged. The instrument was found to have charring and localized melting on the bipolar yaw pulley due to potential arcing from the dislodged conductor wire. The thermal damage was found at the base of the yaw pulley near the grip and between the grips. As a result, the electrode was exposed. The instrument failed an electrical continuity test on 2 out of 3 attempts. On one attempt, it passed electric continuity when the instrument grips were pointed at a yaw position. The instrument was placed and driven on an in-house system. The instrument failed the energy delivery test. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the maryland bipolar forceps instrument stopped working as the wire was broken off. The procedure was completed with no reported injury.